Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of critical battery alarms and premature power switching events prior to batteries reaching the 25% rsoc threshold. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events and critical battery alarms were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. There are no apparent contributing clinical factors to the reported event. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries, which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01860, 3007042319-2015-01861 and 3007042319-2015-01862) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for normal battery behavior and both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. If there is a controller failure, the controller should be switched to the back-up controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01860, 3007042319-2015-01861 and 3007042319-2015-01862) submitted for devices related to the same event.

Event description:
(B)(4). It was reported by the distributor to italy that while at home that patient had 5 critical battery alarms logged for three batteries since (B)(6) 2015 when the charge was not less than 10%. The batteries and controller were exchanged. There was no effect on the patient. It was reported that the events could not be confirmed solely on review of the logs and the devices will be returned. (B)(4). It was reported by the distributor to italy that while at home there were "potentially switching events" with two batteries. It was reported that the events could not be confirmed solely on review of the logs and the devices will be returned. The batteries and the controller were exchanged. There was no effect on the patient. It was reported that the events could not be confirmed solely on review of the logs and the devices will be returned. This is report 1 of 3.